Event description:
It was reported that arrhythmia occurred. A patient was implanted with a 23mm lotus edge valve. Twenty five (25) days later, the patient required a permanent pave maker implant due to arrhythmia.